Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(6). (B)(4) the needle puncturing through the sheath. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an excelon needle was used on a procedure performed on an unknown date. According to the complainant, during the procedure, the needle would not extend and was stuck inside the sheath. After several attempts, the needle had punctured through the sheath. The procedure was completed with another of the same device. The patient's condition at the conclusion of the procedure was reported to be stable.